Event description:
It was reported by service report that the siderail was stuck down. No pt involvement or adverse consequences reported.

Manufacturer narrative:
Conclusion - siderail lubricated and bed returned to service.